Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed air leaking when pinch valve opens for the coulter stabilyse reagent. The fse verified that there was a hole in the tubing and proceeded to replace the tubing to resolve the issue. The fse then verified instrument operation by running startup, controls, and latron and no further issues were noted. (B)(4).

Event description:
The customer reported hearing an air leak from the coulter hmx hematology analyzer with autoloader while running startup. The customer indicated that startup subsequently failed. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.